Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. Caller stated the patient doesn't feel any stimulation on program 2 at 4.6 volts. The patient does not feel stimulation and the therapy was on. There was a fall reported that could be related to this issue. Caller stated the patient fell about two months ago. Event date: 2016. Caller stated about a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.